Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "yesterday." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer obtained an unspecified sensor scan which was lower in comparison to an unspecified reading obtained on a competitor brand meter. The customer became hypoglycemic and subsequently lost consciousness. Paramedics nearby came to help the customer and obtained an unspecified reading that was "20 higher than the reader" and provided the customer with food for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.